Manufacturer narrative:
(B)(4). Batch # t5d21n. Investigation summary: upon visual inspection of two photos, the following was observed: the photo shows tissue and a needle/suture from top view and some what appears to be staple legs could be observed. No bleeding was observed; due to the quality of the photo is not clear. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the physician stated that on the sixth fire of the device, he noticed mal-formed staples. The two inner rows appeared intact. He oversewed the area of concern and placed a drain. The reload was inadvertently discarded and unable to be retrieved. No patient consequences were reported.